Manufacturer narrative:
The lead under complaint was returned and subjected to an extensive analysis. The visual inspection showed multiple abrasion marks along the lead body which most likely resulted from interaction with a nearby lead. However, the insulation was still intact in these regions. Furthermore explantation damages were noted such as an over torqued inner coil and a deformed shock coil. The analysis did not show any deviations that may have resulted in the reported intermittent oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to intermittent oversensing. No adverse patient events were reported. Should additional information be received, this file will be updated.